Event description:
Additional information was received from the initial reporter confirming that this event occurred during procedure preparation. No other details were provided.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, she confirmed that 3 different scopes would not connect properly on the subject device but connected without issue on another cv-190 unit there at the facility. The customer went on to note that she could successfully plug in an hd camera unit into the subject device without issue. Tac recommended checking for bent pins at the connection site. The customer was not in front of the unit at the time. The customer later sent a follow up email indicating that the processor will need to be sent in for repair. The device has not yet been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that she was experiencing a connection issue with her olympus evis exera iii video system center. According to the initial reporter, she was unable to connect 3 different cystoscopes to the unit. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty video connector. Olympus will continue to monitor field performance for this device.